Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited a suspected loss of capture (loc) for its right ventricular (rv) lead. This device has been explanted due a therapy upgrade. No adverse patient effects were reported.